Event description:
During a coil embolization procedure to the left posterior wall internal carotid /distal cervical artery (medium tortuosity) aneurysm, the 6f .071 95cm multipurpose da catheter (67125895d/ (B)(4)) was difficult to see under fluoroscopy/x-ray. Access was achieved with a diagnostic catheter and guidewire via triaxial approach using a guide/intermediate catheter/microcatheter, and other devices used during the procedure consisted of enterprise 22mm, 6fr terumo sheath, 5fr sim glide sm2 catheter, .035" diagnostic guidewire, prowler select plus microcatheter, prowler 14 microcatheter, transend 14 guidewire, and galaxy coils (3.5x9 and 3x6) were used during the case.

Manufacturer narrative:
A review of manufacturing records (DHR) for lot number c10878 referenced in customer complaint file (B)(4) was conducted by (B)(4) on (B)(4) 2012. All were found to be complete. No outstanding discrepancies, design, quality concerns or higher than normal rejects were found. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via a product feedback survey comparing the envoy da to the physicians preferred catheter that the 6f .071 95cm multipurpose envoy da catheter (B)(4) was difficult to see under fluoroscopy/x-ray. It was used during a coil embolization procedure of a left posterior wall internal carotid artery aneurysm with medium tortuosity. Introduction was via the exchange method using a 5f slim glide bsc diagnostic catheter/0.035 guidewire and exchange wire to introduce the envoy da. It was reported that the envoy was very pushable and trackable yet soft. No device or procedural adverse events or complications were encountered. The device is not available for analysis. Without the return of the device for analysis no definitive conclusion can be made regarding the event. A review of manufacturing records for envoy da guiding catheter lot number c10878 was completed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Additional information wil be submitted within 30 days of receipt.